Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for lung cancer, the device¿s staple line on lungs was incomplete due to bad staples which led to severe bleeding. There was a blood loss of 500 cc which required blood transfusion. The incision extended more than 1 inch. The surgical time was extended 30 minutes more and the patient¿s hospitalization was extended for 1 week. Staple line was fixed by hand sutured and new device was used to complete the case. The patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of an incomplete staple line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Flush staple pushers, a deformed clamping mechanism , and a bowed anvil were all noted during visual inspection. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Functionally the loading unit was loaded into a pmv instrument, the interlock was overridden, and the reload was a was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation, flush staple pushers, and bowed anvil may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.